Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew0733 showed no similar product complaint(s) from this lot number.

Event description:
It was reported when removing catheter after ending of treatment a quinking (kinking) at the 35 cm mark. No more info available.